Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen has red dots flickering. Upon troubleshooting, fse checked the system and confirmed the issue occurred due to keyboard and mouse switch. Fse replaced the keyboard and mouse switch. After replacing the keyboard and mouse switch, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the one of the screens was not detected when the system was turned on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.